Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on 29apr2022 and their chest was left open due to excess bleeding from the implant procedure. The patient was treated with a blood transfusion. It was also reported that the patient developed moderate to severe right ventricular dysfunction associated with severe vasoplegia. A central right ventricular assist device (rvad) was placed and their chest was packed open due to coagulopathy and the presence of the rvad.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (right heart failure and bleeding) cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), contains the following information: section 1 lists right heart failure and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.